Event description:
Following the removal of the adhesive base it was noted that the patient had abrasions on both cheeks, with active bleeding. The left cheek had 2.5cm x 1 cm tear of the dermis and the right cheek a 3cm x 1 cm tear of the dermis.

Manufacturer narrative:
The ICU supervisor, r.n. Responded to dale medical products by letter, dated july 22, 2008. She observed that the patient had no skin breakdown prior to the adhesive base being applied but was charted at a score of 11 (high risk category) on the braden scale. She noted that the patient was receiving total parenteral nutrition, which can effect the skin. According to the patient's chart, the adhesive base was worn for five days but there was no notation of device repositioning which is recommended. Dale recommends per our instructions for use to change the adhesive base after three days, or sooner if needed, and to reposition the endotracheal tube often to help prevent injury to the lips and underlying tissues to due unrelieved pressure. "Skin tears usually occur in the elderly or individuals with friable skin often due to underlying medical conditions or long term use of steroid medication."